Manufacturer narrative:
In response to FDA report number mw5093107. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma-late.

Event description:
Patient reported via regulatory agency right side deflation, "they have one that was higher and the muscle was treated with botox", and "seromas." Patient additionally reported "would not heal;" this event is not related to the device. Device remains implanted.